Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an unspecified alarm. There was no reported impact to the customer's blood glucose level. No additional information regarding the alarm was provided by the customer.